Event description:
Surgical clip misfired. According to the physician: the clip never came out, the applier crushed the vessel wall, they obtained another clip applier and changed the procedure from a free flap to a pedicle flap. The pt had an unexplained return to the operating room because of problems with the surgical flap.